Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into evaluation or repair of the device - no further information or additional details about the event and follow-up could be obtained. The lack of information does not allow a case-specific evaluation and no reliable conclusion in regard to the potential root cause. The manufacturer can only conclude - given that a malfunction of the device has occurred - the device is designed to post a corresponding alarm if automatic ventilation fails. There's a breathing bag integrated to ensure that patient support can be done by means of manual ventilation; a ventilator shutdown has no effect on the gas dosage and the monitoring functions. An assessment which scenario may apply for this particular event is not possible due to missing relevant information - the device responds to various conditions with a shut-off of automatic ventilation to protect the patient from potentially hazardous output. The event may have been the consequence of a component malfunction, an use error or an infrastructure issue.

Event description:
It was reported that during use on a patient the mechanical ventilation failed - reportedly the device alarmed and the user decided to replace the device by a back-up unit. No injury or serious impairment of patient´s state of health was reported - even though the users expressed concerns/fear that the patient risk was increased but did not go into detail what. The serial number was requested from the customer but not provided. Therefore, the UDI cannot be determined.